Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not holding its charge and there were battery charging issues. There was no reported impact to blood glucose. Customer continued to use pump for insulin therapy.